Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous complete blood count (cbc) results with h&h check failed error messages, generated by the coulter lh 750 hematology analyzer for two (2) patients. Per the customer's lab operating procedures, samples with h&h check failed error message are run on an alternate instrument. The data provided by the customer shows that two (2) different patient samples were ran on the instrument that generated erroneous results with the h&h check failed error messages. The rerun results from a reference instrument were not provided. The erroneous results were not reported outside the laboratory. There was no change to patient treatment nor death or injury associated with this event.

Manufacturer narrative:
The sample collection was reported as using a vacutainer or microtainer. Qc was run prior to the reported event and was within qc specification with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the red blood count (rbc) diluent pump on the instrument which corrected the h&h check failed problem. The fse also performed startup, reproducibility in both manual & auto modes and mode to mode matching, which was verified. All results were within specifications. The root cause for the h&h check failed error message was due to the hardware that was replaced by the fse during instrument servicing for this event. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.